Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during surgery, the gas hose was placed partially on the patient's skin and above the surgical drapes. Burn marks were found on the patient after the procedure.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: manufacturing/assembly error; improper materials used; poor/inconsistent connection to insufflator console. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that during surgery, the gas hose was placed partially on the patient's skin and above the surgical drapes. Burn marks were found on the patient after the procedure.